Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 g2) foreign country: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra -operatively during a sacroiliac and thoracolumbar procedure. It was reported that the probe and reference instruments were not recognized during the operation. The recognition was restored after awhile and the operation was completed without further issues. No known impact to patient outcome. There was no surgical delay.

Manufacturer narrative:
D9, h2, h3: the hardware was returned and analysis was performed. Both returned probes were in very good condition and were found to be fully functional. Both displayed good geometry and divot error readings with normal tracking and verification. No problem found. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.